Event description:
Follow-up information was received on 21-nov-2016: it was reported that the correct date of the radiesse injection was the (B)(6) 2016. The term "bilateral" into zygomatic arch/cheeks was added to patients history of the previously hyaluronic acid treatment, 5 years ago, and the name of the product was deleted since an hyaluronic acid of unclear origin without mentioned product name was injected. The injection site granuloma was not histologically confirmed. The outcome of the events was reported as resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, acute infection, was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot number 100089548 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted. Device not returned to manufacturer

Event description:
This spontaneous report was received from a german physician and concerns a (B)(6) male patient ((B)(6)) who was injected supra-periosteally and supra orbitally, with a total of 3.0 ml of radiesse into the bilateral zygomatic arch, lateral at the eye angle on both sides, for dermatochalasis faciei, on (B)(6) 2016 (ambiguously reported on the (B)(6) 2016). The patient was injected with 2 ml into 1 injection point on the right side and 1 ml into 1 injection point on the left side. The batch number was reported as (B)(4). The needle used for injecting was a tsk cannula. The patient was previously treated in 1990 and 2014, with hyaluronic acid, for facial wrinkle reduction. Hyaluronic acid was also injected around eyes 5 years ago and the patient experienced left abscess post injection. The patient's glogau classification was I, and he had no disposition to lymph drainage problems, nor allergies. The patient's medical history included arthrosis of the right hip. On (B)(6) 2016, the patient developed an unilateral right massive facial swelling. The patient was hospitalised on the (B)(6) 2016, for intravenous antibiosis and analgesia. Upon admission a very pronounced swelling of the right cheek, from the lower eyelid and eye angle lateral until the lower jaw branch was observed. Ophthalmological consultation from (B)(6) 2016 showed no focus, clinical inconspicuous ophthalmological findings, and contact lenses in situ. Cranial computer tomography (cct) was performed, intravenous antibiotics were given, and jaw surgical consultation were given. Cct showed a laminar calcification facial in the soft tissue of the face on both sides. Most likely consistent with a chronic foreign body reaction following injections. On the right side, acute infected, foreign body granuloma reaching up to the occlusal plane on both sides. No distinct abscess, no intraorbital involvement. Dentition in need of rehabilitation, infestation in the first quadrant. Cervical spine degenerative. Laboratory results included increased values of c-reactive protein (crp) and leukocytes. A size-regression of the swelling was noted during admission, so the patient was discharged from the hospital on (B)(6) 2016, with maintained motor skills and sensitivity for a following out-patient treatment. He was advised to protect the wound, rest for 1 week, cool locally for 3 days, eliminate caffeine, nicotine and alcohol for one week and to see his treating physician for follow-up. At discharge the patient was prescribed amoxicillin/clavulanic acid 875 mg/125 mg, twice daily and ibuprofen 600 mg, 3 times daily for further 3 days and cetirizine 10 mg, once daily, for 7 days. Arnica was also prescribed. The reporter was not sure whether the event was permanent. The event was still present but due to the noted regression, the outcome was considered as resolving. In the opinion of the reporter, the event was of severe intensity, not life-threatening and related to radiesse. A causal relationship to the incorporated local anaesthetic incorporated in the product was not suspected.